Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose too low to get a reading. Customer states he went to let his dog out and passed out for two hours and woke up to emergency medical technicians around him. Customer states low blood glucose may have been due to settings changed per healthcare professional; customer states he did not make any changes. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.